Event description:
The recipient reportedly experienced an infection and discharge at the implant site. The recipient underwent revision surgery to repair the infected site.

Manufacturer narrative:
(B)(4). Advanced bionics considers this reportable event closed. The recipient's infection has reportedly resolved. This is the final report.

Manufacturer narrative:
A procedure was performed to remove the granulation tissue from the device. The recipient was hospitalized on (B)(6) 2016.